Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges additional surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent a laparoscopic inguinal hernia repair, an unspecified bard/davol ventralight st was implanted in patient during surgery. (B)(6) 2013: the patient underwent an exploratory lap, lysis or freeing of the small bowel from mesh, closure of the peritoneum due to complications. The patient continues to suffer complications, permanent disfigurement and chronic pain. The bard/davol ventralight st implanted in patient failed to reasonably perform as intended. The bard/davol ventralight st caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the bard ventralight st was initially implanted to treat. As reported, patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to alleged defective bard/davol ventralight st.